Event description:
It was reported that this was a venotomy closure of a popliteal vein using a prostyle device after a venous angioplasty interventional procedure using an 8f sheath. Reportedly, after deployment, the lever was closed and an attempt was made to remove the device from the patient; however, it became stuck. The physician tugged and manipulated the device and was able to remove the device from the patient anatomy. It was noted that both the anterior and posterior foot of the prostyle device had remained open. No tissue or vessel damage was noted. As the prostyle suture had deployed successfully it was still able to be used to achieve hemostasis. 5-10 minutes of manual compression was applied for some slight oozing (tissue tract ooze/non-arterial bleed). There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Health effect impact code 4641 captures the manual compression for tissue tract oozing only. The prostyle device achieved hemostasis. The device was returned for analysis. The reported difficult to open or close was not confirmed. The reported difficult to remove could not be confirmed as procedural conditions cannot be replicated in a lab. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. It is likely that tissue caught in the foot led to the removal difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: correction- removed health effect-impact code 2199 and added 4641.